Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the electrode melted.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: "there was an electric arc and the probe melted." The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be by contact with another hard instrument. Excessive force used when inserting of removing probe, probe inserted into obstructed passageway or any forceful impact to the tip of the probe with rigid objects. Probe used as a tool for mechanical displacement of tissue or bone, or to pry or scrub the reported failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the electrode melted.